Event description:
On (B)(6) 2012, the reporter contacted animas and stated that around 5pm to 6pm, the patient experienced a blood glucose (bg) value of 325mg/dl with increased thirst and blurred vision. The patient was reportedly treated via correction injection based on the pump's calculations. The patient's bg reportedly went down to 58mg/dl 3 hours later and the reporter stated that the patient felt fine. It was noted that the patient's bg was reportedly fluctuating. The pump reportedly emitted several 'loss of prime' warnings. There were not site/set or cartridge issues noted and the reporter stated that the plunger was cycled 2 to 3 times a day. It was indicated that the reporter has been using expired cartridges. Customer support (cs) advised the reporter not to use expired cartridges as the lubrication can dry over time which can affect the movement of the plunger. There were no programming or settings issues noted with the pump. Use error contributed to the reported bg excursion as the patient was using expired materials. This complaint in being reported due to the patient's alleged hyperglycemic event while using insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 07/20/2012-device evaluation: a retain cartridge sample from lot # b201430 has been evaluated by product analysis on (B)(6) 2012 with the following findings: the expiration date of cartridge lot# b201430 is 2011/10; the test results of an expired cartridge cannot be determined past the expiration date. The cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.